Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. Examine the steering mechanism. Replace or adjust the steering control elements of the steering caster if necessary. Replace the caster if necessary. Troubleshoot in the event of a malfunction. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on december 2, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that progressa frame brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.